Event description:
Ti was reported that during a mitral valve replacement, the aortic balloon clamp ruptured. This happened at the end of the case just as they were tying the last suture for the mitral valve. The rupture on balloon was described by the perfusionist to be about the size of a dime. There was no known calcification of the aorta. Since the rupture happened at the end of the case they did not attempt to place another clamp. The surgeon finished tying the last suture on the mitral valve and closed. There were no adverse pt consequences.